Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was not worn. There was no scratch on the probe. There was no abnormality found with the subject device as a result of probe check and verification of the high-frequency. The device history record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. However, this type of event would be related likely to the condition of the patient or the blood vessel, or operation of the device. The above device handling has warned in the instruction manual as follows; *even when using this instrument on blood vessel(s) with diameter of 7 mm or less depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat, coagulation or sealing by the instrument could be insufficient, and patient bleeding may result. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic distal pancreatectomy, the subject device was used. In the procedure, the user performed vessel sealing. After sealing, the subject device was used without any problem for a while. However, after a certain time, the bleeding occurred from the vessel which was sealed. The user shifted from the laparoscopic procedure to an open surgery due to a large amount of bleeding. Hemostasis was conducted and the procedure was completed. It was reported that there was no problem with the patient's condition after the procedure.